Event description:
It was reported that during a laparoscopic colectomy procedure, the device ¿froze closed inside patient.¿ the device was removed (unknown how removed). Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.